Event description:
Physician reported left side deflation.

Event description:
Physician confirmed deflation did not occur. Capsular contracture (baker grade iii-IV) was reported and textured implant removal.

Event description:
Physician reported ¿patient was treated for a bilateral implant change and her capsular contracture is baker 3.¿ the device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified broken plug strap and creases flat leak test and microscopic analysis was performed which identified device no leak, partial delamination and broken plug. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a partial delamination of the plug strap disk (adhesive failure) a broken plug strap due to an unidentified (tear) opening. Device not leaked.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was capsular contracture baker grade iii. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported ¿patient was treated for a bilateral implant change and her capsular contracture is baker 3.¿ the device has been explanted.